Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that after moving the c-arm system, it displayed a fast stop error message. After rebooting, it displayed a gib generator error message and an interlock failure error message which would not resolve after re-booting the system. No pt injury was reported.